Manufacturer narrative:
Sensor(B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. This issue is therefore not confirm. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. The customer observed a "replace sensor" message upon scanning and could not obtain glucose readings. Customer experienced a loss of consciousness and required treatment of glucagon injection by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. The customer observed a "replace sensor" message upon scanning and could not obtain glucose readings. Customer experienced a loss of consciousness and required treatment of glucagon injection by third-party. There was no report of death or permanent injury associated with this event.